Event description:
On the nursing unit, a patient controlled analgesic (pca) pump infusing medication into a patient went into a fault condition.. The pump is a baxter pcaa ii, the attending nurse removed the unit from the patient and replaced it with another of the same type. There were no further problems with this patient, nor the replacement unit. The broken unit was sent back to the manufacturer for warranty repair. They replaced a broken cover, sent the unit back to us and it was returned to service. The patient was not harmed by this malfunction.